Event description:
Recently received tests from a company by the name of (B)(4) who claimed to be a reseller for acon flowflex covid-19 home tests. Upon receiving the tests, they have several redflags as evidenced below. Font is off, size of qr code is off, different inner lateral flow, different perforations, correct has a r vs tm, correct has blue vs black, foil colors are different, qr code on lateral flow doesn't scan, wrong coloring, packaging feels different, etc etc we have a zero tolerance policy for counterfeit tests and like to report them so they and their supply are removed from the market. The contact's name was (B)(6) who claimed they were real. Incorrect lateral flow assay. Refer to add'l documents in i2k.